Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that both her one touch ultra meter and one touch ultramini meter were reading inaccurately low compared to another device. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt, since the medical surveillance specialist (mss) was unable to reach the pt by phone. It is not known when the alleged inaccuracy issues began. The pt reported that on (B) (6) 2010 she obtained blood glucose readings of "114 mg/dl" with the onetouch ultra meter, "107 mg/dl" with the onetouch ultramini meter and "428 mg/dl" on another device (doctor's meter). It is not known how much time elapsed between the tests. However, had the tests been performed within 30 minutes of each other, based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30%. It is not known if the pt was taking oral medications or insulin at the time the alleged issue began to manage her diabetes. It is also not known if the pt made any changes to her diabetes medications, if any, as a result of the alleged issue. The pt reported that she would eat more (dates/times not provided) in response to alleged low results she was obtaining with the subject meters. One hour after obtaining the alleged inaccurate results noted previously, the pt claimed she felt sweaty, clammy and her legs became weak. It is not known if the pt received medical treatment as a result of the alleged issue. At the time of troubleshooting, the cca walked the pt through a control solution test on both meters and noted that the results fell within the specified control solution range. Replacement products were sent to the pt. These complaints are being reported because the pt reportedly developed symptoms suggestive of a serious injury after the alleged meter issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.